Event description:
Foreign matter was noted in the package before use. Another product was used to complete the case. There were no adverse consequences to the patient. No delay in surgery. (B)(4).

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
(B)(4). Upon completion of this investigation it was noted that the foreign matter is believed to be some type of cardboard material. The packaging process was reviewed. The exact root cause could not be determined. One potential root cause is the foreign matter may have come from the vendor purchased component, hidden within a fold. Another potential root cause is the foreign matter may have come from the (B)(4) roll used to seal the outer package. The packaging operators were made aware of the complaint. Based on the results of this investigation no further action was required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.